Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-09419. It was reported that the patient presented with erythema and effusion noted over the right infraclavicular pacemaker site that cleared after a course of dicloxacillin but then returned. The pacemaker was near eri. The physician did not allege abbott products or procedure caused the erythema and effusion. The patient has a history of pacemaker on the left side implanted in 2005 that was extracted in 2008 due to a pocket infection. No additional information regarding the 2008 procedure is known. The patient has extremely sensitive skin with dermographism. The system was explanted and replaced. The patient was stable.

Manufacturer narrative:
The DHR sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found. As-received, the device was at vvi normal mode of operation. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.